Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Three electronic photos were provided and reviewed. First photo shows a maxcore device in initial position with protective tubing, and second photo shows a maxcore device in initial position covered with protective tubing. Third photo shows a maxcore device in initial position with protective tubing and yellow guard attached to the needle. Based on the photo review, the reported event cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure to fire for all the three devices as no objective evidence was provided for review. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using the maxcore instrument. During the procedure, when the device was fired, the outer cannula did not fire. The procedure was completed using another device. There was no reported patient injury.